Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2013. Approximately 8 years and 3 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. The patient suffered swelling, stiffness, and pain in the left knee necessitating revision surgery. The revision surgery revealed marked polyethylene wear of the tibial insert with pitting and complete failure. In addition, the revision surgery required the implantation of metal augments to build up defects found on the femoral side of the knee due to femoral osteolysis caused by free-floating poly wear. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d1/d2a/d2b, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.